Manufacturer narrative:
(B)(4). H6 health effect - clinical code - speech disorder h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The sensor was inserted into the abdomen, which is off-label usage of the device on (B)(6) 2024. On 12/17/2024, it was reported that the patient had a ¿brief sensor error¿ and was not receiving cgm values. It was not specified if the patient was using a bg meter as a back-up during this time. It was reported the patient went down to his basement to put clothes in the dryer, but then could not recall anything after that. The patient had slurred speech and was confused. The patient¿s wife called for help from their neighbors. They were able to get the patient to sit down and eat a peanut butter and jelly sandwich. About thirty minutes after this, the patient was ¿stable¿. There was no documentation that the patient sought assistance from a higher level of care. The patient was ¿stable¿ at the time of report. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.